Event description:
The patient underwent generator replacement surgery. The explanted generator was discarded in surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has been referred for generator replacement due to generator migration and associated pain in the chest. It was noted that there is also radiated pain in the arm due to the migration. Attempts for additional information have been made; no additional relevant information has been received to date. No known surgical intervention has occurred to date. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device.